Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose value was 500 mg/dl and 460 mg/dl. Customer declined to troubleshoot for insulin pump. Customer also stated that infusion set was leak and they declined to troubleshoot for the set. The devise will not be returned for analysis.